Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all functional testing including dialy weekly monthly testing without duplicating the report. The customer's pads were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.